Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been eight other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that a streak of foreign material was found on the back of the intraocular lens (iol) after implanting. The foreign material on the back of the iol was taken off by a hook and removed by irrigation/aspiration. The surgery was completed. Additional information was requested.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. Video provided after file completion. The provided video was reviewed. The lens and cartridge preparation were not shown. The cartridge tip comes into view as it is being inserted into the incision. The lens is visible advanced to the parting line. There appeared to be difficulty inserting the tip into the incision. As the lens unfolds a linear mark//material can be observed on the left side of the posterior surface. It appears the area was removed. Video ends before the lens is fully shown after the removal actions. Handpiece appeared to be an company device. A non-qualified handpiece and viscoelastic were indicated. A mark or material was observed on the provided video. No determination as to the nature or origin can be made from the video. The handpiece on the video appeared to be a non-qualified handpiece. The manufacturer internal reference number is: (B)(4).